Event description:
It was reported from the surgeon that the patient has coughing, tenderness, discomfort, and hiccups due to vns and is scheduled for explant of the device on (B)(6) 2015. It was reported as of (B)(6) 2014 that the patient's system diagnostics were within normal limits. The patient¿s device was turned off about 3 months ago ((B)(6) 2014). The patient did undergo explant of the vns device on (B)(6) 2015 and the device was discarded after explant and will not be returning for analysis.